Event description:
The account alleged the brake casters are swiveling when the brake is engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.